Event description:
The customer reported that the paramedics were called due to her low blood glucose of 75mg/dl. The customer stated that she woke up sweating and unresponsive. Then her husband gave her 15 sugar tablets and called the paramedics. When the paramedics arrived she had stabilized to 75mg/dl, and they decided not to administer an insulin drip because she was coherent. The customer's glucose level was 169 at time of call, but it was in 400s early morning after taking so many glucose tablets. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked reservoir tube lip. Unit uploaded properly to carelink no communication anomaly noted.